Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The proximal end, middle section, and distal end were visually and microscopically examined. Inspection of the device found a kink at 5cm from the proximal end of the rotawire. The length of the returned portion of the wire was measured, it was found that 194.5cm of the rotawire was returned. The distal end of the wire was inspected, and it was found to be fractured in a way resembling a fatigue fracture. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink near the proximal end of the rotawire. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the rotawire. A 1.75mm rotapro and a rotawire drive were selected for use. During removal, it was noted that the burr became stuck with the wire. The burr and wire were removed outside the body as one unit and the procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the rotawire. A 1.75mm rotapro and a rotawire drive were selected for use. During removal, it was noted that the burr became stuck with the wire. The burr and wire were removed outside the body as one unit and the procedure was completed with this device. No patient complications were reported.